Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported that their pump gets messed up and needs to be reset. The patient went to their physician¿s office for assistance. No patient symptoms and no further complications were reported or anticipated.